Manufacturer narrative:
Upon investigation of the actual device used in the incident, it was determined that the user was able to remove the order from station despite it not being active in the electronic health record. A technical support specialist (tss) dialed into the server and confirmed that all orders were still active. The case was escalated to the interface team to verify if the discontinue message had been received from the carefusion coordination engine (cce). After gaining interface engineer (ie) access, the tss checked patient samples in ephi (electronic protected health information) and ran trace logs, but no results were found due to cce¿s log retention. As no logs were available, the case was escalated back to tss. The tss could not confirm if the discontinue message had been received. Although the order appeared active on the server, the customer had stated it was discontinued. The interface team confirmed that message transmission from epic/meditech could not be verified due to data retention limits. It was recommended to resend the discontinue messages to confirm transmission. The tss guided with the manual steps to discontinue the order from the station were provided. The customer was advised to discharge the old patient to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility name: (B)(6). D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that in bd pyxis¿ es server, user was able to remove the order from pyxis, but these orders were no longer active. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.